Event description:
It was reported that balloon perforation occurred. The patient presented with coronary artery disease and underwent angioplasty. A 2.00 mm x 15 mm emerge balloon catheter was advanced for pre dilatation, however, upon crossing a calcified lesion in the diagonal artery, the balloon perforated not allowing adequate pre dilatation.

Event description:
It was reported that balloon perforation occurred. The patient presented with coronary artery disease and underwent angioplasty. A 2.00mm x 15mm emerge balloon catheter was advanced for pre dilatation, however, upon crossing a calcified lesion in the diagonal artery, the balloon perforated not allowing adequate pre dilatation.

Manufacturer narrative:
Device evaluated by MFR: fg emerge mr, ous 2.00mm x 15mm, catheter was returned for analysis. A visual and tactile inspection revealed multiple kinks along the hypotube shaft. The balloon was subjected to positive pressure and was returned in a deflated state. Circumferential tears were visible on the balloon material. Microscopic analysis revealed visible circumferential tears on the balloon material, 1.5cm and 1.7cm proximal from the bumper tip. The inner lumen was bunched, 4.9cm from the distal tip. Tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. No other device issues were identified during returned product analysis.